Manufacturer narrative:
(B)(6). Manufacturer year 2009. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular bag rupture in the patient¿s left eye. As a result, a vitrectomy was required and the patient was left aphakic. According to a johnson & johnson surgical vision¿s applications support, the event was related to a surgical technique problem. The j&j representative visited the account and observed surgeries with another surgeon and all went as expected.